Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture could not be confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices via a 6f sheath using the pre-close technique prior to an endovascular abdominal aortic aneurysm repair procedure. The proglide lever was returned to its original position to close the foot on both proglide devices. Reportedly, with both proglide devices, resistance was felt during device removal and the suture was still in the device when it was removed. The facility reporter thought the foot was not totally closed on both devices when the devices were pulled out. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 9f and then to 16f and the endovascular abdominal aortic aneurysm repair procedure was completed. The preplaced sutures of the two additional proglide devices were pulled out of the vessel when attempting to achieve hemostasis. A surgical cutdown was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reportedly in-training in use of the proglide device. No additional information was provided.